Manufacturer narrative:
Product event summary: the driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to lack of evidence provided by the site. Of note, it was reported that the site performed a sheath repair with rescue tape. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the ventricular assist device (vad) coordinator that during a routine clinic follow up, the patient's driveline was found to have cracking in the outer polyurethane sheath. The vad coordinator secured the driveline temporarily with rescue tape until follow up appointment could be made with a manufacturer representative. It was stated that there were no alarms noted upon interrogation. The patient denies any trauma to the driveline. It was further stated that the patient is unreliable with clinic appointments. The vad coordinator was instructed to rewrap the driveline with rescue tape and reschedule appointment because the manufacturer representative was unable to confirm appointment for that date. No further information was provided.